Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the generator failed it vxi functional test related to the liquid crystal display. It was further noted that the upper case and both bail covers were broken, the lower case and the ring cover were contaminated, one printed circuit board (pcb) screw, the main pcb and the battery and heart lead flex¿s were corroded, the battery contacts were compressed and corroded and there were missing columns on the lower part of the display. The device was not repairable and was to be scrapped. (B)(4).